Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) clinic. (B)(6) md facs. History and physical. Has had ventral hernia for some time, but has noticed over last several days it has enlarged and is starting to get tender. Gastrointestinal and genitourinary habits otherwise normal. History of mild depression and hypertension. Past surgical history of right inguinal hernia repair, cholecystectomy and left inguinal hernia repair times three. Allergies: penicillin; valium. Abdomen soft. In midline, has ventral hernia that extends from umbilicus superiorly up the midline. Seems like this recently torn because it is tender and says it recently enlarged over umbilicus. Otherwise abdomen is benign. Plan to proceed with repair. It is likely I will use mesh. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Discharge summary. Repair of hernia. At time of discharge, pain free. Tolerating diet and voiding without difficulty. Discharge plan: slowly increase activity and diet. Instructed in local wound care. Given lortab 5 for pain. Return to office in a week. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. Incision looks good. Every other staple removed. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. Called about a week ago having serous drainage from incision. Was to see me four to five days ago, but did not come in because serous drainage had stopped. Comes in today not feeling good. Sounds like a viral syndrome although does not have diarrhea. Eating and drinking up until last night when started having some aching. Incision is clean with no evidence of infection. Abdomen is soft and benign. Advised if does not feel better should see family doctor. From surgical standpoint, things look good. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Discharge summary. Abdominal wound infection with e. Coli [handwritten] [illegible]. Status post ventral hernia repair 3 weeks ago. On day of admission says did not feel good and had fever. Comes to emergency room and admitted. Abdomen soft. Has cellulitis around wound and some fluctuance, and I think obviously has wound infection. Generally, abdomen is benign other than infection with surrounding cellulitis. White count is 15,000. Hematocrit 45%. Amylase and lipase normal. Electrolytes normal. Got levaquin last night as well as IV fluids. Did get a dose of vancomycin and had reaction to this. Procedure: prepped abdomen in sterile fashion. Xylocaine 1% used for local infiltration. Incision and drainage of abscess was done. Got fair amount of purulence out and this was copiously cleaned with betadine and packed with betadine soaked gauze. Tolerate procedure well. At approximately 2:00 pm had vague abdominal pain which hurt fairly significantly on left side. Says has had this pain off and on over number of years and has had it worked up. However, this is worst time it has hurt. Got diaphoretic, although vitals were stable. Called to see and I came over. Pain has almost completely resolved. Seemed there is a possibility this could be twisted appendices epiploica since it had such a rapid onset with sharp pain and rapid resolution. When I came back at 5:00 p.m., was totally pain free. Wounds looked good, and I changed dressing. Instructed him and his wife in wound care. Cellulitis resolving. Discharge plan: increase activity and diet. Instructed in wound care. Given levaquin 250 mg a day x 4 days. Given lortab 5 for pain. See in office tomorrow. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. Did an incision and drainage of wound yesterday in the hospital. Cleaned this out again today. Doing good wound care. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. Wound looks good. Does have some mesh showing but no signs of infection. Mesh is fully intact. We are going to continue to let it granulate in. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. About 10 days ago saw and did have discharge from wound. Not foul smelling. Cleaned it out. Told if it got worse to come back to see me. It continued to drain. Just coming in today. Says feels okay, but it continues to drain a fair amount. Hurting a little bit on right side of abdomen, but is able to eat and drink. On examination has drainage from wound. Fairly clear drainage with no smell. On right side of incision, does have little bit of induration. No induration on left side. Put on augmentin 875 mg twice a day. Do this for 10 days and then may go to once a day. If does not improve, will have to go back in and debride wound and possibly remove mesh. (B)(6) 2006: (B)(6) surgical clinic. (B)(6) md, facs. History and physical. Chronic drainage from incision. Ventral hernia repair (B)(6) 2006. Developed wound infection which had to be incised and drained. Continues to drain from wound. [Appears to be missing second page.]. (B)(6) 2006: (B)(6) medical center. Laboratory. Microbiology. Specimen: abdomen. Wound culture final: growth: moderate. Result: few gram positive cocci. Organism: escherichia coli. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Discharge summary. Incision and drainage of infected ventral hernia incision and removal of mesh. Wound very clean, and I elected not to start on antibiotics. Did leave him with ventral defect about 3 x 4 cm or thereabout. I changed dressing twice. Tolerating diet and voiding without difficulty. Understood clearly he had a fascial defect. Risk he could eviscerate all of this. It appeared to be covered omentum. Discharge plan: slowly increase activity and diet. Instructed in wound care and wearing abdominal binder. Given lortab 5 for pain. Return to office in 2 days. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. Incision looks good. Granulating in nicely with no evidence of evisceration or infection. Continue wet-to-dry dressing changes. (B)(6) 2006: [facility ni.] (B)(6) md facs. Office notes. Wound is almost completely healed. Understands will likely have a hernia. When it starts to cause problems, is to contact me. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Has had an enlarging ventral hernia. Abdomen is soft. Has a large ventral incisional hernia. Defect palpated to be about 12 x 10 centimeters. Also has right flank pain and little bit of dysuria. Check urinalysis. See back in 2 weeks to look at getting hernia repair scheduled. [Handwritten note:] urinalysis negative except 1-3 rbcs. (B)(6) 2007: (B)(6) surgical clinic. (B)(6) md facs. History and physical. Comes to discuss getting ventral hernia repaired. It has gotten larger and is causing discomfort. Abdomen: soft and nontender. Large ventral hernia. Reducible. Defect feels to be 8 x 8 centimeters. Impression: recurrent ventral incisional hernia. Last time I did repair it got infected. Talked about laparoscopic repair but wants open repair. Going to empirically start on septra ds one twice a day times 5 days prior to surgery will proceed with repair on (B)(6) 2007. (B)(6) 2007: (B)(6) medical center. Discharge summary. Hospital course: ventral hernia repair with gortex mesh. Transferred to room, said felt like he had an elephant on his chest. Always hemodynamically stable through this. Transferred to intensive care unit, and chest pain totally abated. Cardiac workup negative. Following morning, had to put in foley catheter in because could not void. Transferred to floor and no further chest pain. After 48 hours started passing flatus. Able to remove foley catheter. Removed one of the jackson-pratt drains day prior to discharge and 1 on morning of discharge. At time of discharge, tolerating diet and voiding without difficulty. No chest pain. Abdomen soft. Incision clean. Discharge plan: slowly increase activity and diet. Instructed on local wound care. Given lortab 5 for pain. Return to office in a week. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Wound looks good with just very mild amount of erythema. In light of last episode with infection, I went ahead and put on augmentin 875 mgs. Twice a day. Also having mild nausea. Gave phenergan 25 mgs. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. No erythema in incision. Eating and drinking. Bowels moving normally. I took out every other staple. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Incision looks good. All staples have been removed. No evidence of infection. (B)(6) 2007: [facility ni.] (B)(6) wills, md facs. Office notes. Last night started to notice a little bit of wound cellulitis. On examination, has a very slight wound cellulitis probably 3 x 3 centimeters. Does have palpable seroma. Procedure: after prepping and draping abdomen, I aspirated about 100cc. Of seroma. No smell to it and all of this was serous looking. Put on augmentin 875 mgs. Twice a day, and septra ds one twice a day. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Been on three days of augmentin and septra. Still having erythema in incision. Little bit warm to touch but very localized. Seems superficial. Nontender. No palpable induration underneath incision. I believe this is all in the skin. Change over to zyvox 600 mgs. Twice a day. Understands it could be infected and may not get better. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. No evidence of cellulitis. Continue the zyvox. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Incision looks good. Given him total of 7 days of zyvox. No signs of infection. Told him to take 4 more days of zyvox once a day. (B)(6) 2007: (B)(6) medical center. (B)(6) md. History and physical. For last 3 days was not feeling good. Calls last night with redness on incision. Says it was fluctuant. Met at office. When I saw him, obviously had wound infection with abscess formation. Admitted to hospital. Procedure: xylocaine 1% used for local infiltration. This was incised and drained with large amount of pus relieved. Probably got about 400-500 ml of pus out. This was cultured. Very foul smelling. Copious irrigation done. Cleaned up. Mesh was intact, but obviously infected as well. Given unasyn IV. Will get dr. (B)(6) to see. Told this mesh is going to have to be removed. Would likely have to have some sort of tissue transfer to cover defect. At this time going to control infection. I am going to talk with one of the surgeons in augusta to discuss treatment options. (B)(6) 2007: [missing records: a culture report detailing analysis of specimen collected during the (B)(6) 2007 procedure were not provided.]. (B)(6) 2007: (B)(6) medical center. (B)(6) md. Discharge summary. Wound infection with abscess formation. Started on unasyn. Had a little bit of low blood pressure. Elected to give IV fluids, this made him feel a lot better. Aggressive wound care and cleansing. Continued unasyn for several days. Culture came back light growth staph aureus, sensitive to everything but penicillin. However, having good response to unasyn, and I elected to leave on that. I talked with plastic and reconstructive surgeon at mcg. Dr. Ritter was agreeable to take patient in transfer. Discussed with patient. Wound cleaning up and looking good, but feel confident mesh will have to be removed, and may need some sort of tissue transfer to cover defect. Understood clearly; however, objective during this stay was to clear infection. At time of discharge, doing well. Incision clean. No foul smell, and minimal drainage. Knew how to care for this. Discharge plan: increase activity and diet. Instructed on local wound care. Given augmentin 875 mg twice a day x 5 days. Getting appointment to see dr. Ritter to discuss treatment options. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. No signs of infection. Eating, drinking, and bowels moving normally. Wound is clean. Culture grew staph aureus resistant to penicillin. Has had good response to augmentin. Has several more days of augmentin. Plan to give minocycline 100 mgs. Twice a day after finishes augmentin. Dr. Ritter is willing to see him in a couple of weeks. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Abdomen soft. Wound is clean with no evidence of cellulitis. Wanted to know if we could try long term antibiotic suppressive treatment and maybe salvage the mesh. I told him it is not likely but since is doing well we would just follow it for now. Minocycline make him have diarrhea. Changed to cipro 250 ¿ 1 every day. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Wound looks good. Realizes is a good chance this could get infected and does need to be repaired. I have gotten the patient an appointment to see dr. Ritter in two days. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Called last night and said found a pocket of pus. Came in this morning. Eating and drinking and doing well, but has some discomfort. Put my fingertip into fistula and did not get much drainage. Went ahead and opened up incision a little bit using 1% xylocaine for infiltration. Mesh was ballotable. Therefore made little incision in the mesh and got fair amount of pus. This was then copiously cleaned. (B)(6) 2007: (B)(6) medical center. (B)(6) md. Radiology-abdomen flat and upright. Conclusion: no significant pathology is seen within abdomen. (B)(6) 2007: [facility ni.] (B)(6) md facs. Office notes. Was seen by dr. (B)(6) . Not happy with visit and dr. (B)(6) has not contacted him back. Doing well does not have any real complaints. However, fistula site is closing some. Wanted me to open it up and I agree. Procedure: 1% xylocaine used for local infiltration. Did an excision around this. No gross purulence. Told him I would remove mesh if he does not hear from dr. (B)(6) soon. [Handwritten] addendum: dr. (B)(6) agrees to see patient. (B)(6) 2008: university hospital. (B)(6). Discharge summary. Excision of previous mesh. Underlay large alloderm hernia repair. Because of infection and central defect wound partially closed and left open in middle. After several days started on regular diet and continued cipro. At discharge wound not ready for wound vac. Discharged with wet to dry saline dressing changes and convert to hopefully wound vac in several weeks. (B)(6) 2008: [facility ni.] (B)(6) md facs. Office notes. (B)(6) 2008 had repair of ventral hernia. Hernia has recurred. Healed up except on superficial subdermal area where has a football shaped 4.5 x 3.5 centimeter open wound that will not heal. This is in previous scars. I think this is just superficial wound that has no energy to heal. Otherwise abdomen soft. Has reducibly hernia on superior aspect of previous hernia repair. Look at different options. These could include: porcine graft. Full thickness versus split thickness skin graft. Cauterization of wound. (B)(6) 2009: [facility ni.] (B)(6) md facs. Office notes. Ventral hernia getting bigger and measures 15 x 17 centimeters. Says has some burning, tearing and discomfort. Open wound is slowly getting larger. This is in previous scar. I do not think this will ever heal. Needs to have laparoscopic repair of hernia and debride and excise open wound. Will attempt to talk with dr. (B)(6) to get him an appointment in charlotte. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen with contrast and CT of pelvis with contrast. Fatty changes in liver are present. There is small cyst in left lobe of liver and second smaller cyst in right lobe of liver. There is evidence of diastasis of rectus muscle with ventral hernia defect. Opinion: diastasis of rectus muscle with ventral hernia noted. Benign cyst in liver. Multiple small cysts in left kidney that also appear benign. These are mostly in lower pole of left kidney. Prostatic calcifications. Negative CT of pelvis otherwise. (B)(6) 2009: (B)(6) surgery clinic. (B)(6) md. Office notes. Complicated history of hernia repairs. Now does have draining wound which is approximately 2 x 3 cm. Says it has been there for some time and will not heal. Describes drainage as what would thin, serous-like drainage without enteric drainage at all. No fever. Abdomen not red. No elevated white count since last discharge from hospital over a year ago. Gained weight during past year and does not smoke. History of diabetes and high blood pressure. Somewhat obese. Weight 288 pounds. Abdomen demonstrates large hernia with open area wound which is shallow based ulcer and is 2 cm x 3 cm. No drainage at the moment, but did have some serous, lightly bloody serosanguineous drainage on t-shirt. Has been putting nothing on this to dress it. Has wide defect that measures close to 15 cm. Also has wide scar down mid abdomen. Hernia is not incarcerated. Will obtain old operative notes as much as possible. Have him seen by (B)(6) , plastic surgeon. Get dr. (B)(6) involved for moving skin around at time of surgery. Discussed risks, possible complications, possible outcomes of various types of repairs. Encouraged to lose weight. Have loss of domain issue. Schedule for surgery after has lost some weight. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: ventral hernia repair with dualmesh. Operative report: ¿after adequate general endotracheal anesthesia was obtained, the abdomen was prepped and draped in a sterile fashion. He had a ventral hernia that was just superior to the umbilicus and extending into the umbilicus. A midline incision was made and carried down to where the hernia sac was identified. It was incarcerated with omentum which was dissected free. The hernia sac was dissected down to the fascial edges with the hernia sac divided and removed. The defect included the umbilicus and extended proximal to this. The entire defect was about 4 x 4 cm in size. We then got a dualmesh. Wide bites on the fascia with interrupted horizontal mattress sutures were used in an interrupted fashion. We then did an inner layer of interrupted horizontal mattress sutures as well. This gave a good repair. Very copious irrigation was done. There was no evidence of bleeding. All stitches were placed being careful not to injure the bowel. Copious irritation [sic] was done. Subcutaneous tissue was closed with 3-0 vicryl and metal clips in the skin. Patient tolerated the procedure well and returned to the recovery room in stable condition. Estimated blood loss: minimal. Sponge and instrument count: correct x2.¿ (B)(6) 2006: (B)(6). Implant sticker. Dualmesh biomaterial. Lot: 03420579. Item: 1dlmc02. Abd. The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: infected mesh from a ventral hernia repair. Postoperative diagnosis: infected mesh from a ventral hernia repair. Operation performed: incision and drainage of the wound, and removal of the mesh. Anesthesia: general endotracheal by lynn ryan, crna. Operative procedure: ¿after adequate general anesthesia was obtained, the abdomen was prepped and draped in sterile fashion. He had had a previous mesh repair of ventral hernia, about 6 weeks ago. It has had chronic infection. An incision was made around the previous midline incision and taken around widely. He had a fair amount of indurated tissue. He had one fistulous opening that went down to the mesh. We were able to dissect all of the subcutaneous fat and fat tissue away, and we will send some of that for culture. We then got down to the mesh. We saw that the mesh had a little bit of purulent on top of that, and we cultured that and sent it for gram stain. I held on the antibiotics until we got the gram stain back and the cultures. Regardless of that, we then obviously needed to remove the entire mesh. I dissected the mesh free. Underneath the mesh was a little pocket of purulence of about 4 to 7 ml. This was an obvious ongoing infection. The omentum had sealed on top of this. Because there was some infection underneath the fascia, I elected not to close the fascia. He had a good section of omentum on top of this, and I felt that if we closed the fascia, we would recreate another pocket of pus. Therefore, I left him with a ventral hernia. Very copious irrigation was done. Careful hemostasis was obtained. There was no evidence of any bleeding. We copiously irrigated again with saline. We then packed him with betadine-soaked gauze. The patient tolerated the procedure well and returned to the recovery room in stable condition. The estimated blood loss was minimal. The sponge and instrument counts were correct x2.¿ [missing records: a pathology report and culture report detailing analysis of device and specimens collected during the (B)(6) 2006 procedure were not provided.] (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Operation performed: repair of recurrent ventral incisional hernia with dualmesh component separation. Operative procedure: ¿after adequate general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped and draped in sterile fashion. He had a previous midline ventral hernia that had gotten infected a year or so ago. He now presents with a recurrent ventral incisional hernia. The scar was a fairly wide scar. I removed the scar. After doing this, we then got into the hernia sac and dissected it free. All of the dissection was done, being very careful. He had a large hernia sac. It was dissected back to the fascial edges and then removed. The fascial defect was about 8 by 5 cm in size. I then dissected out laterally on both the right and left sides. We then did a component separation by dividing the fascia on the [handwritten: lateral] edge of the rectus fascia. This gave some laxity to the fascia. After doing this, a 10- by 15-cm, dualmesh was placed. This was sutured to the fascia with wide bites of interrupted 0 surgilon and horizontal mattress sutures. These were all done being careful not to injure the bowel, and again, wide bites on the fascia were obtained. An inner layer was done of interrupted horizontal mattress sutures with 0 surgilon, as well. After doing this, very copious irrigation was then done. There was no evidence of any bleeding. Two jackson-pratt drains were placed in the dependent portion of the wound and brought out through separate stab wounds. Vicryl (3-0) was used subcutaneously and metal clips in the skin. Sutures of 2-0 silk were used to fix the tubes to the skin. The patient tolerated the procedure well and returned to the recovery room in stable condition. The estimated blood loss was minimal. The sponge and instrument counts were correct x2.¿ (B)(6) 2007: (B)(6). Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 05008963. W.l. Gore & associates. The record confirms a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: infected mesh, incisional hernia. Postoperative diagnosis: [blank]. Operation: excision of infected mesh with alloderm incisional hernia repair, recurrent. Operative findings and procedure: ¿the patient was placed on the operating table. After induction of general endotracheal anesthesia, kendall boots were placed and a foley catheter was placed. Abdomen was prepped and draped in the usual sterile fashion. The patient had a previous midline incision with a lateral t-extension in the mid portion of the incision to the right side. There was grossly purulent material which had previously been cultured. The incision was opened its entire length. There was a large subcutaneous pocket with obviously infected mesh. Once this was opened up it was irrigated copiously. At this point, staying on top, extraperitoneal, dissecting using electrocautery in all directions laterally, the mesh was identified. It was sutured laterally around all edges with interrupted silk sutures. The mesh was completely excised. There was a lot of reaction, hard scar tissue and multiple sutures which had to be excised. Once this was done the peritoneal cavity was still not entered. Subrectus sheath under the rectus sheath laterally was dissected out in all edges. On the right side the peritoneal cavity was entered and this was easily excised around and on all sides of the rectus muscle. Once the mesh was removed, granulation tissue from the previous mesh was excised from the top of the omentum and all skin edges and granulation tissue was excised. At this point, using alloderm mesh which was prehydrated in normal saline, 8 cm biopsy 16 cm in length mesh was brought onto the field, was easily placed under all fascial edges. Going back on the anterior sheath about 3-4 cm, multiple horizontal mattress sutures of #1-0 pds were placed, suturing the mesh circumferentially. There were all left untied and the mesh was easily brought up underneath the rectus on all sides. At this point all sutures were tied. There was adequate closure with no defect. The incision was copiously irrigated with saline. The inferior, superior, and latera incisions were closed with interrupted #3-0 nylon vertical mattress sutures. Because of the central defect and previous infection, the central portion of the incision was left open. Adaptic gauze was placed over the mesh and the wound was packed open with saline-soaked gauze. Abdominal binder was placed. The patient was transferred to the recovery room in stable condition.¿ (B)(6) 2008: (B)(6). Pathology report. Case no: (B)(6) 20. Operation: repair of incisional hernia with infected mesh. Specimen: infected mesh. Pre-operative dx: incisional hernia, infected mesh. Microscopic diagnosis: infected mesh, removal: synthetic mesh and surrounding soft tissue with intense chronic inflammation. A few giant cell formations. Focal areas of acute inflammation and areas of necrosis. Hx: incisional hernia, infected mesh. Gross description: a single specimen is received in formalin labeled ¿infected mesh¿ and consists of multiple fragments of a synthetic mesh, skin, and subcutaneous tissue. The fragments measure in aggregate 15 x 12 x 3 cm. Serial sectioning of the soft tissue reveals dusky and firm cut surface. Serial sectioning of the mesh reveals that the mesh thickness is 0.2 cm. Representative sections of the soft tissue and mesh in ¿a1-a2. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2007, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, and (B)(6) 2008, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: hernia recurrence, infection, abscess, surgery to remove mesh, granulation tissue, and scarring. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code 2. Conclusion code remains unchanged.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1930, 2240, 3191: appropriate term not available for "scarring" and "granulation tissue") was/were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6), 2019 and not all records received in this time span are relevant to the two gore® dualmesh® biomaterial devices. Medical records from (B)(6), 2009 through (B)(6), 2014 and (B)(6), 2014 through (B)(6), 2017 were not provided. Patient information: medical history: obesity: unknown date: 265 lbs., bmi 34 (B)(6) 2009: 288 lbs., bmi 37 diabetes mellitus (B)(6) 2006: wound infection gastroesophageal reflux disease [gerd] irritable bowel syndrome [ibs] diverticulitis hypertension surgical procedures: unknown date: right inguinal hernia repair unknown dates: left inguinal hernia repairs x 3 unknown date: bladder surgery 1983: cholecystectomy (B)(6) 2006: ventral hernia repair with dualmesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2006: incision and drainage of abscess (B)(6) 2006: incision and drainage of the wound, and removal of the mesh. (B)(6) 2007: repair of recurrent ventral incisional hernia with dualmesh component separation. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: aspiration of seroma (B)(6) 2007: incision and drainage (B)(6) 2007: incision and drainage (B)(6) 2007: incision and drainage (B)(6) 2008: excision of infected mesh with alloderm incisional hernia repair, recurrent. Implant: alloderm. Implant #1 preoperative complaints: (B)(6) 2006: history and physical. ¿has had ventral hernia for some time, but has noticed over last several days it has enlarged and is starting to get tender. Abdomen soft. In midline, has ventral hernia that extends from umbilicus superiorly up the midline. Seems like this recently torn because it is tender and says it recently enlarged over umbilicus. Otherwise abdomen is benign. Plan to proceed with repair. It is likely I will use mesh.¿ implant #1 procedure: ventral hernia repair with dualmesh. [Implant: gore® dualmesh® biomaterial, 1dlmc02/03420579, 8cm x 12cm x 1mm thick] implant #1 date: (B)(6) 2006 [hospitalization dates (B)(6) 2006] wound classification: not provided. Description of hernia being treated: ¿a midline incision was made and carried down to where the hernia sac was identified. It was incarcerated with omentum which was dissected free. The hernia sac was dissected down to the fascial edges with the hernia sac divided and removed. The defect included the umbilicus and extended proximal to this. The entire defect was about 4 x 4 cm in size.¿ implant size and fixation: ¿we then got a dualmesh. Wide bites on the fascia with interrupted horizontal mattress sutures were used in an interrupted fashion. We then did an inner layer of interrupted horizontal mattress sutures as well. T his gave a good repair. Very copious irrigation was done. There was no evidence of bleeding. All stitches were placed being careful not to injure the bowel. Copious irritation [sic] was done. Subcutaneous tissue was closed with 3-0 vicryl and metal clips in the skin.¿ [hand written on op note: ¿0-surgilon sutures.¿] (B)(6) 2006: discharge plan: ¿at time of discharge, pain free. Instructed in local wound care. Return to office in a week.¿ relevant medical information: (B)(6) 2006: ¿incision looks good. Every other staple removed.¿ (B)(6) 2006: ¿called about a week ago having serous drainage from incision. Was to see me four to five days ago, but did not come in because serous drainage had stopped. Comes in today not feeling good. Sounds like a viral syndrome although does not have diarrhea. Eating and drinking up until last night when started having some aching. Incision is clean with no evidence of infection. Abdomen is soft and benign. Advised if does not feel better should see family doctor. From surgical standpoint, things look good.¿ (B)(6) 2006: inpatient hospitalization. (B)(6) 2006: indication: ¿status post ventral hernia repair 3 weeks ago. On day of admission says did not feel good and had fever. Comes to emergency room and admitted. Abdomen soft. Has cellulitis around wound and some fluctuance, and I think obviously has wound infection. Generally, abdomen is benign other than infection with surrounding cellulitis.¿ procedure: ¿incision and drainage of abscess was done. Got fair amount of purulence out a nd this was copiously cleaned with betadine and packed with betadine soaked gauze.¿ (B)(6) 2006: discharge summary: ¿abdominal wound infection with e. Coli [handwritten] [illegible].¿ discharge plan: ¿see in office tomorrow.¿ (B)(6) 2006: ¿did an incision and drainage of wound yesterday in the hospital. Cleaned this out again today. Doing good wound care.¿ (B)(6) 2006: ¿wound looks good. Does have some mesh showing but no signs of infection . Mesh is fully intact. We are going to continue to let it granulate in.¿ (B)(6) 2006: ¿about 10 days ago saw and did have discharge from wound. Not foul smelling. Cleaned it out. Told if it got worse to come back to see me. It continued to drain. Just coming in today. Says feels okay, but it continues to drain a fair amount. Hurting a little bit on right side of abdomen, but is able to eat and drink. On examination has drainage from wound. Fairly clear drainage with no smell. On right side of incision, does have little bit of induration. No induration on left side. If does not improve, will have to go back in and debride wound and possibly remove mesh.¿ explant #1 preoperative complaints: (B)(6) 2006: history and physical. ¿chronic drainage from incision. Ventral hernia repair (B)(6) 2006. Developed wound infection which had to be incised and drained. Continues to drain from wound.¿ explant # 1 procedure: incision and drainage of the wound, and removal of the mesh. Explant # 1 date: (B)(6), 2006 [hospitalization dates (B)(6), 2006] wound classification: not provided. Procedure: ¿an incision was made around the previous midline incision and taken around widely. He had a fair amount of indurated tissue. He had one fistulous opening that went down to the mesh . We were able to dissect all of the subcutaneous fat and fat tissue away, and we will send some of that for culture. We then got down to the mesh. We saw that the mesh had a little bit of purulent on top of that, and we cultured that and sent it for gram stain. I held on the antibiotics until we got the gram stain back and the cultures. Regardless of that, we then obviously needed to remove the entire mesh. I dissected the mesh free. Underneath the mesh was a little pocket of purulence of about 4 to 7 ml. This was an obvious ongoing infection. The omentum had sealed on top of this. Because there was some infection underneath the fascia, I elected not to close the fascia. He had a good section of omentum on top of this, and I felt that if we closed the fascia, we would recreate another pocket of pus. Therefore, I left him with a ventral hernia. Very copious irrigation was done. Careful hemostasis was obtained. There was no evidence of any bleeding. We copiously irrigated again with saline. We then packed him with betadine-soaked gauze.¿ (B)(6) 2006: pathology report detailing analysis of the device collected during the procedure was not provided. (B)(6) 2006: microbiology. Specimen: ¿abdomen. Wound culture final: growth: moderate. Result: few gram positive cocci. Organism: escherichia coli.¿ (B)(6) 2006: discharge summary: ¿wound very clean, and I elected not to start on antibiotics. Did leave him with ventral defect about 3 x 4 cm or thereabout. I changed dressing twice. Understood clearly he had a fascial defect. Risk he could eviscerate all of this. It appeared to be covered omentum. Discharge plan: slowly increase activity and diet. Instructed in wound care. Return to office in 2 days.¿ relevant medical information: (B)(6) 2006: ¿incision looks good. Granulating in nicely with no evidence of evisceration or infection. Continue wet-to-dry dressing changes.¿ (B)(6) 2006: ¿wound is almost completely healed. Understands will likely have a hernia. When it starts to cause problems, is to contact me.¿ implant #2 preoperative complaints: (B)(6) 2007: ¿has had an enlarging ventral hernia. Abdomen is soft. Has a large ventral incisional hernia. Defect palpated to be about 12 x 10 centimeters. Also has right flank pain and little bit of dysuria. Check urinalysis. See back in 2 weeks to look at getting hernia repair scheduled.¿ (B)(6) 2007: history and physical. ¿comes to discuss getting ventral hernia repaired. It has gotten larger and is causing discomfort. Abdomen: soft and nontender. Large ventral hernia. Reducible. Defect feels to be 8 x 8 centimeters. Impression: recurrent ventral incisional hernia. Last time I did repair it got infected. Talked about laparoscopic repair but wants open repair.¿ implant #2 procedure: repair of recurrent ventral incisional hernia with dualmesh component separation. [Implant: gore® dualmesh® biomaterial, 1dlmc03/05008963, 10cm x 15cm x 1mm thick, oval] implant #2 date: (B)(6) 2007 [hospitalization dates (B)(6) 2007] wound classification: not provided. Description of hernia being treated: ¿he had a previous midline ventral hernia that had gotten infected a year or so ago. He now presents with a recurrent ventral incisional hernia. The scar was a fairly wide scar. I removed the scar. After doing this, we then got into the hernia sac and dissected it free. All of the dissection was done, being very careful. He had a large hernia sac. It was dissected back to the fascial edges and then removed. The fascial defect was about 8 by 5 cm in size. I then dissected out laterally on both the right and left sides. We then did a component separation by dividing the fascia on the [handwritten: lateral] edge of the rectus fascia. This gave some laxity to the fascia.¿ implant size and fixation: ¿after doing this, a 10- by 15-cm, dualmesh was placed. This was sutured to the fascia with wide bites of interrupted 0 surgilon and horizontal mattress sutures. These were all done being careful not to injure the bowel, and again, wide bites on the fascia were obtained. An inner layer was done of interrupted horizontal mattress sutures with 0 surgilon, as well. After doing this, very copious irrigation was then done. There was no evidence of any bleeding. Two jackson-pratt drains were placed in the dependent portion of the wound and brought out through separate stab wounds. Vicryl (3-0) was used subcutaneously and metal clips in the skin.¿ (B)(6) 2007: discharge summary: ¿removed one of the jackson-pratt drains day prior to discharge and 1 on morning of discharge. Abdomen soft. Incision clean. Discharge plan: slowly increase activity and diet. Instructed on local wound care. Return to office in a week.¿ relevant medical information: (B)(6) 2007: ¿wound looks good with just very mild amount of erythema. In light of last episode with infection, I went ahead and put on augmentin.¿ (B)(6) 2007: ¿no erythema in incision. I took out every other staple.¿ (B)(6) 2007: ¿incision looks good. All staples have been removed. No evidence of infection.¿ (B)(6) 2007: aspiration of seroma. Indication: ¿last night started to notice a little bit of wound cellulitis. On examination, has a very slight wound cellulitis probably 3 x 3 centimeters. Does have palpable seroma. ¿ procedure: ¿after prepping and draping abdomen, I aspirated about 100cc. Of seroma. No smell to it and all of this was serous looking.¿ (B)(6) 2007: ¿been on three days of augmentin and septra. Still having erythema in incision. Little bit warm to touch but very localized. Seems superficial. Nontender. No palpable induration underneath incision. I believe this is all in the skin. Change over to zyvox. Understands it could be infected and may not get better.¿ (B)(6) 2007: ¿no evidence of cellulitis." (B)(6) 2007: ¿incision looks good. No signs of infection.¿ (B)(6) 2007 inpatient hospitalization. (B)(6) 2007: history and physical. ¿calls last night with redness on incision. Says it was fluctuant. When I saw him, obviously had wound infection with abscess formation . Admitted to hospital.¿ (B)(6) 2007: procedure: incision and drainage. ¿this was incised and drained with large amount of pus relieved. Probably got about 400-500 ml of pus out. This was cultured. Very foul smelling. Copious irrigation done. Cleaned up. Mesh was intact, but obviously infected as well.¿ ¿told this mesh is going to have to be removed. Would likely have to have some sort of tissue transfer to cover defect. At this time going to control infection.¿ [culture report not provided.] (B)(6) 2007: discharge summary: ¿wound infection with abscess formation. Aggressive wound care and cleansing. Culture came back light growth staph aureus, sensitive to everything but penicillin. However, having good response to unasyn. Wound cleaning up and looking good, but feel confident mesh will have to be removed, and may need some sort of tissue transfer to cover defect. Understood clearly; however, objective during this stay was to clear infection. Incision clean. No foul smell, and minimal drainage.¿ discharge plan: ¿instructed on local wound care. Getting appointment to discuss treatment options.¿ (B)(6) 2007: ¿no signs of infection. Wound is clean. Culture grew staph aureus resistant to penicillin. Dr. R. Is willing to see him in a couple of weeks.¿ (B)(6) 2007: ¿abdomen soft. Wound is clean with no evidence of cellulitis. Wanted to know if we could try long term antibiotic suppressive treatment and maybe salvage the mesh. I told him it is not likely but since is doing well we would just follow it for now.¿ (B)(6) 2007: ¿wound looks good. Realizes is a good chance this could get infected and does need to be repaired.¿ has appointment in two days. (B)(6) 2007: incision and drainage. Indication: ¿called last night and said found a pocket of pus. Came in this morning. ... Has some discomfort. Put my fingertip into fistula and did not get much drainage.¿ procedure: ¿went ahead and opened up incision a little bit using 1% xylocaine for infiltration. Mesh was ballotable. Therefore made little incision in the mesh and got fair amount of pus. This was then copiously cleaned.¿ (B)(6) 2007: abdomen flat and upright: ¿no significant pathology is seen within abdomen.¿ (B)(6) 2007: incision and drainage. Indication: ¿was seen by dr. R. Not happy with visit and dr. R. Has not contacted him back. Doing well does not have any real complaints. However, fistula site is closing some. Wanted me to open it up and I agree. Procedure: ¿did an excision around this. No gross purulence. Told him I would remove mesh if he does not hear from dr. R. Soon. Addendum: dr. S. Agrees to see patient.¿ explant #2 preoperative complaints: (B)(6) 2008: preoperative diagnosis: ¿infected mesh, incisional hernia.¿ explant #2 procedure: excision of infected mesh with alloderm incisional hernia repair, recurrent. [Implant: alloderm] explant #2 date: (B)(6) 2008 [hospitalization dates (B)(6), 2008] wound classification: not provided. Procedure: ¿the patient had a previous midline incision with a lateral t-extension in the mid portion of the incision to the right side. There was grossly purulent material which had previously been cultured. The incision was opened its entire length. There was a large subcutaneous pocket with obviously infected mesh. Once this was opened up it was irrigated copiously. At this point, staying on top, extraperitoneal, dissecting using electrocautery in all directions laterally, the mesh was identified. It was sutured laterally around all edges with interrupted silk sutures. The mesh was completely excised. There was a lot of reaction, hard scar tissue and multiple sutures which had to be excised. Once this was done the peritoneal cavity was still not entered. Subrectus sheath under the rectus sheath laterally was dissected out in all edges. On the right side the peritoneal cavity was entered and this was easily excised around and on all sides of the rectus muscle. Once the mesh was removed, granulation tissue from the previous mesh was excised from the top of the omentum and all skin edges and granulation tissue was excised. At this point, using alloderm mesh which was prehydrated in normal saline, 8 cm biopsy 16 cm in length mesh was brought onto the field, was easily placed under all fascial edges. Going back on the anterior sheath about 3-4 cm, multiple horizontal mattress sutures of #1-0 pds were placed, suturing the mesh circumferentially. There were all left untied and the mesh was easily brought up underneath the rectus on all sides. At this point all sutures were tied. There was adequate closure with no defect. The incision was copiously irrigated with saline. The inferior, superior, and latera incisions were closed with interrupted #3-0 nylon vertical mattress sutures. Because of the central defect and previous infection, the central portion of the incision was left open. Adaptic gauze was placed over the mesh and the wound was packed open with saline-soaked gauze.¿ (B)(6) 2008: pathology report: microscopic diagnosis: ¿infected mesh, removal: synthetic mesh and surrounding soft tissue with intense chronic inflammation. A few giant cell formations. Focal areas of acute inflammation and areas of necrosis.¿ gross description: ¿a single specimen is received in formalin labeled ¿infected mesh¿ and consists of multiple fragments of a synthetic mesh, skin, and subcutaneous tissue. The fragments measure in aggregate 15 x 12 x 3 cm. Serial sectioning of the soft tissue reveals dusky and firm cut surface. Serial sectioning of the mesh reveals that the mesh thickness is 0.2 cm.¿ (B)(6) 2008: discharge summary: ¿discharged with wet to dry saline dressing changes and convert to hopefully wound vac in several weeks.¿ conclusion: #1: gore® dualmesh® biomaterial, 1dlmc02/03420579. #2: gore® dualmesh® biomaterial, 1dlmc03/05008963. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated health effect updated investigation finding updated investigation conclusions health effect impact code: f26: no health consequences or impact medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1930, 2240, 3191: appropriate term not available for "scarring" and "granulation tissue") was/were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span august 29, 2006 through may 9, 2019 and not all records received in this time span are relevant to the two gore® dualmesh® biomaterial devices. Medical records from april 9, 2009 through november 13, 2014 and november 15, 2014 through april 29, 2017 were not provided. Patient information: medical history: obesity: unknown date: 265 lbs., bmi 34 (B)(6) 2009: 288 lbs., bmi 37 diabetes mellitus (B)(6) 2006: wound infection gastroesophageal reflux disease [gerd] irritable bowel syndrome [ibs] diverticulitis hypertension surgical procedures: unknown date: right inguinal hernia repair unknown dates: left inguinal hernia repairs x 3 unknown date: bladder surgery 1983: cholecystectomy (B)(6) 2006: ventral hernia repair with dualmesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2006: incision and drainage of abscess (B)(6) 2006: incision and drainage of the wound, and removal of the mesh. (B)(6) 2007: repair of recurrent ventral incisional hernia with dualmesh component separation. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: aspiration of seroma (B)(6) 2007: incision and drainage (B)(6) 2007: incision and drainage (B)(6) 2007: incision and drainage (B)(6) 2008: excision of infected mesh with alloderm incisional hernia repair, recurrent. Implant: alloderm. Implant #1 preoperative complaints: (B)(6) 2006: history and physical. ¿has had ventral hernia for some time, but has noticed over last several days it has enlarged and is starting to get tender. Abdomen soft. In midline, has ventral hernia that extends from umbilicus superiorly up the midline. Seems like this recently torn because it is tender and says it recently enlarged over umbilicus. Otherwise abdomen is benign. Plan to proceed with repair. It is likely I will use mesh.¿ implant #1 procedure: ventral hernia repair with dualmesh. [Implant: gore® dualmesh® biomaterial, 1dlmc02/03420579, 8cm x 12cm x 1mm thick] implant #1 date: (B)(6) 2006 hospitalization dates (B)(6), 2006 wound classification: not provided. Description of hernia being treated: ¿a midline incision was made and carried down to where the hernia sac was identified. It was incarcerated with omentum which was dissected free. The hernia sac was dissected down to the fascial edges with the hernia sac divided and removed. The defect included the umbilicus and extended proximal to this. The entire defect was about 4 x 4 cm in size.¿ implant size and fixation: ¿we then got a dualmesh. Wide bites on the fascia with interrupted horizontal mattress sutures were used in an interrupted fashion. We then did an inner layer of interrupted horizontal mattress sutures as well. T his gave a good repair. Very copious irrigation was done. There was no evidence of bleeding. All stitches were placed being careful not to injure the bowel. Copious irritation [sic] was done. Subcutaneous tissue was closed with 3-0 vicryl and metal clips in the skin.¿ [hand written on op note: ¿0-surgilon sutures.¿] (B)(6) 2006: discharge plan: ¿at time of discharge, pain free. Instructed in local wound care. Return to office in a week.¿ relevant medical information: (B)(6) 2006: ¿incision looks good. Every other staple removed.¿ (B)(6) 2006: ¿called about a week ago having serous drainage from incision. Was to see me four to five days ago, but did not come in because serous drainage had stopped. Comes in today not feeling good. Sounds like a viral syndrome although does not have diarrhea. Eating and drinking up until last night when started having some aching. Incision is clean with no evidence of infection. Abdomen is soft and benign. Advised if does not feel better should see family doctor. From surgical standpoint, things look good.¿ (B)(6) 2006, (B)(6) 2006: inpatient hospitalization. (B)(6) 2006: indication: ¿status post ventral hernia repair 3 weeks ago. On day of admission says did not feel good and had fever. Comes to emergency room and admitted. Abdomen soft. Has cellulitis around wound and some fluctuance, and I think obviously has wound infection. Generally, abdomen is benign other than infection with surrounding cellulitis.¿ procedure: ¿incision and drainage of abscess was done. Got fair amount of purulence out a nd this was copiously cleaned with betadine and packed with betadine soaked gauze.¿ (B)(6) 2006: discharge summary: ¿abdominal wound infection with e. Coli [handwritten] [illegible].¿ discharge plan: ¿see in office tomorrow.¿ (B)(6) 2006: ¿did an incision and drainage of wound yesterday in the hospital. Cleaned this out again today. Doing good wound care.¿ (B)(6) 2006: ¿wound looks good. Does have some mesh showing but no signs of infection . Mesh is fully intact. We are going to continue to let it granulate in.¿ (B)(6) 2006: ¿about 10 days ago saw and did have discharge from wound. Not foul smelling. Cleaned it out. Told if it got worse to come back to see me. It continued to drain. Just coming in today. Says feels okay, but it continues to drain a fair amount. Hurting a little bit on right side of abdomen, but is able to eat and drink. On examination has drainage from wound. Fairly clear drainage with no smell. On right side of incision, does have little bit of induration. No induration on left side. If does not improve, will have to go back in and debride wound and possibly remove mesh.¿ explant #1 preoperative complaints: (B)(6) 2006: history and physical. ¿chronic drainage from incision. Ventral hernia repair 9/1/06. Developed wound infection which had to be incised and drained. Continues to drain from wound.¿ explant # 1 procedure: incision and drainage of the wound, and removal of the mesh. Explant # 1 date: (B)(6) 2006 hospitalization dates (B)(6) 2006 wound classification: not provided. Procedure: ¿an incision was made around the previous midline incision and taken around widely. He had a fair amount of indurated tissue. He had one fistulous opening that went down to the mesh . We were able to dissect all of the subcutaneous fat and fat tissue away, and we will send some of that for culture. We then got down to the mesh. We saw that the mesh had a little bit of purulent on top of that, and we cultured that and sent it for gram stain. I held on the antibiotics until we got the gram stain back and the cultures. Regardless of that, we then obviously needed to remove the entire mesh. I dissected the mesh free. Underneath the mesh was a little pocket of purulence of about 4 to 7 ml. This was an obvious ongoing infection. The omentum had sealed on top of this. Because there was some infection underneath the fascia, I elected not to close the fascia. He had a good section of omentum on top of this, and I felt that if we closed the fascia, we would recreate another pocket of pus. Therefore, I left him with a ventral hernia. Very copious irrigation was done. Careful hemostasis was obtained. There was no evidence of any bleeding. We copiously irrigated again with saline. We then packed him with betadine-soaked gauze.¿ (B)(6) 2006: pathology report detailing analysis of the device collected during the procedure was not provided. (B)(6) 2006: microbiology. Specimen: ¿abdomen. Wound culture final: growth: moderate. Result: few gram positive cocci. Organism: escherichia coli.¿ (B)(6) 2006: discharge summary: ¿wound very clean, and I elected not to start on antibiotics. Did leave him with ventral defect about 3 x 4 cm or thereabout. I changed dressing twice. Understood clearly he had a fascial defect. Risk he could eviscerate all of this. It appeared to be covered omentum. Discharge plan: slowly increase activity and diet. Instructed in wound care. Return to office in 2 days.¿ relevant medical information: (B)(6) 2006: ¿incision looks good. Granulating in nicely with no evidence of evisceration or infection. Continue wet-to-dry dressing changes.¿ (B)(6) 2006: ¿wound is almost completely healed. Understands will likely have a hernia. When it starts to cause problems, is to contact me.¿ implant #2 preoperative complaints: (B)(6) 2007: ¿has had an enlarging ventral hernia. Abdomen is soft. Has a large ventral incisional hernia. Defect palpated to be about 12 x 10 centimeters. Also has right flank pain and little bit of dysuria. Check urinalysis. See back in 2 weeks to look at getting hernia repair scheduled.¿ (B)(6) 2007: history and physical. ¿comes to discuss getting ventral hernia repaired. It has gotten larger and is causing discomfort. Abdomen: soft and nontender. Large ventral hernia. Reducible. Defect feels to be 8 x 8 centimeters. Impression: recurrent ventral incisional hernia. Last time I did repair it got infected. Talked about laparoscopic repair but wants open repair.¿ implant #2 procedure: repair of recurrent ventral incisional hernia with dualmesh component separation. [Implant: gore® dualmesh® biomaterial, 1dlmc03/05008963, 10cm x 15cm x 1mm thick, oval] implant #2 date: september 4, 2007 hospitalization dates (B)(6) 2007 wound classification: not provided. Description of hernia being treated: ¿he had a previous midline ventral hernia that had gotten infected a year or so ago. He now presents with a recurrent ventral incisional hernia. The scar was a fairly wide scar. I removed the scar. After doing this, we then got into the hernia sac and dissected it free. All of the dissection was done, being very careful. He had a large hernia sac. It was dissected back to the fascial edges and then removed. The fascial defect was about 8 by 5 cm in size. I then dissected out laterally on both the right and left sides. We then did a component separation by dividing the fascia on the [handwritten: lateral] edge of the rectus fascia. This gave some laxity to the fascia.¿ implant size and fixation: ¿after doing this, a 10- by 15-cm, dualmesh was placed. This was sutured to the fascia with wide bites of interrupted 0 surgilon and horizontal mattress sutures. These were all done being careful not to injure the bowel, and again, wide bites on the fascia were obtained. An inner layer was done of interrupted horizontal mattress sutures with 0 surgilon, as well. After doing this, very copious irrigation was then done. There was no evidence of any bleeding. Two jackson-pratt drains were placed in the dependent portion of the wound and brought out through separate stab wounds. Vicryl (3-0) was used subcutaneously and metal clips in the skin.¿ (B)(6) 2007: discharge summary: ¿removed one of the jackson-pratt drains day prior to discharge and 1 on morning of discharge. Abdomen soft. Incision clean. Discharge plan: slowly increase activity and diet. Instructed on local wound care. Return to office in a week.¿ relevant medical information: (B)(6) 2007: ¿wound looks good with just very mild amount of erythema. In light of last episode with infection, I went ahead and put on augmentin.¿ (B)(6) 2007: ¿no erythema in incision. I took out every other staple.¿ (B)(6) 2007: ¿incision looks good. All staples have been removed. No evidence of infection.¿ (B)(6) 2007: aspiration of seroma. -indication: ¿last night started to notice a little bit of wound cellulitis. On examination, has a very slight wound cellulitis probably 3 x 3 centimeters. Does have palpable seroma. ¿ procedure: ¿after prepping and draping abdomen, I aspirated about 100cc. Of seroma. No smell to it and all of this was serous looking.¿ (B)(6) 2007: ¿been on three days of augmentin and septra. Still having erythema in incision. Little bit warm to touch but very localized. Seems superficial. Nontender. No palpable induration underneath incision. I believe this is all in the skin. Change over to zyvox. Understands it could be infected and may not get better.¿ (B)(6) 2007: ¿no evidence of cellulitis." (B)(6) 2007: ¿incision looks good. No signs of infection.¿ (B)(6) 2007 - 11/10/07: inpatient hospitalization. (B)(6) 2007: history and physical. ¿calls last night with redness on incision. Says it was fluctuant. When I saw him, obviously had wound infection with abscess formation . Admitted to hospital.¿ (B)(6) 2007: procedure: incision and drainage. ¿this was incised and drained with large amount of pus relieved. Probably got about 400-500 ml of pus out. This was cultured. Very foul smelling. Copious irrigation done. Cleaned up. Mesh was intact, but obviously infected as well.¿ ¿told this mesh is going to have to be removed. Would likely have to have some sort of tissue transfer to cover defect. At this time going to control infection.¿ [culture report not provided.] (B)(6) 2007: discharge summary: ¿wound infection with abscess formation. Aggressive wound care and cleansing. Culture came back light growth staph aureus, sensitive to everything but penicillin. However, having good response to unasyn. Wound cleaning up and looking good, but feel confident mesh will have to be removed, and may need some sort of tissue transfer to cover defect. Understood clearly; however, objective during this stay was to clear infection. Incision clean. No foul smell, and minimal drainage.¿ discharge plan: ¿instructed on local wound care. Getting appointment to discuss treatment options.¿ (B)(6) 2007: ¿no signs of infection. Wound is clean. Culture grew staph aureus resistant to penicillin. Dr. R. Is willing to see him in a couple of weeks.¿ (B)(6) 2007: ¿abdomen soft. Wound is clean with no evidence of cellulitis. Wanted to know if we could try long term antibiotic suppressive treatment and maybe salvage the mesh. I told him it is not likely but since is doing well we would just follow it for now.¿ (B)(6) 2007: ¿wound looks good. Realizes is a good chance this could get infected and does need to be repaired.¿ has appointment in two days. (B)(6) 2007: incision and drainage. - indication: ¿called last night and said found a pocket of pus. Came in this morning. ... Has some discomfort. Put my fingertip into fistula and did not get much drainage.¿ - procedure: ¿went ahead and opened up incision a little bit using 1% xylocaine for infiltration. Mesh was ballotable. Therefore made little incision in the mesh and got fair amount of pus. This was then copiously cleaned.¿ (B)(6) 2007: abdomen flat and upright: ¿no significant pathology is seen within abdomen.¿ (B)(6) 2007: incision and drainage. Indication: ¿was seen by dr. R. Not happy with visit and dr. R. Has not contacted him back. Doing well does not have any real complaints. However, fistula site is closing some. Wanted me to open it up and I agree. Procedure: ¿did an excision around this. No gross purulence. Told him I would remove mesh if he does not hear from dr. R. Soon. Addendum: dr. S. Agrees to see patient.¿ explant #2 preoperative complaints: (B)(6) 2008: preoperative diagnosis: ¿infected mesh, incisional hernia.¿ explant #2 procedure: excision of infected mesh with alloderm incisional hernia repair, recurrent. [Implant: alloderm] explant #2 date: (B)(6) 2008 hospitalization dates (B)(6) 2008 wound classification: not provided. Procedure: ¿the patient had a previous midline incision with a lateral t-extension in the mid portion of the incision to the right side. There was grossly purulent material which had previously been cultured. The incision was opened its entire length. There was a large subcutaneous pocket with obviously infected mesh. Once this was opened up it was irrigated copiously. At this point, staying on top, extraperitoneal, dissecting using electrocautery in all directions laterally, the mesh was identified. It was sutured laterally around all edges with interrupted silk sutures. The mesh was completely excised. There was a lot of reaction, hard scar tissue and multiple sutures which had to be excised. Once this was done the peritoneal cavity was still not entered. Subrectus sheath under the rectus sheath laterally was dissected out in all edges. On the right side the peritoneal cavity was entered and this was easily excised around and on all sides of the rectus muscle. Once the mesh was removed, granulation tissue from the previous mesh was excised from the top of the omentum and all skin edges and granulation tissue was excised. At this point, using alloderm mesh which was prehydrated in normal saline, 8 cm biopsy 16 cm in length mesh was brought onto the field, was easily placed under all fascial edges. Going back on the anterior sheath about 3-4 cm, multiple horizontal mattress sutures of #1-0 pds were placed, suturing the mesh circumferentially. There were all left untied and the mesh was easily brought up underneath the rectus on all sides. At this point all sutures were tied. There was adequate closure with no defect. The incision was copiously irrigated with saline. The inferior, superior, and latera incisions were closed with interrupted #3-0 nylon vertical mattress sutures. Because of the central defect and previous infection, the central portion of the incision was left open. Adaptic gauze was placed over the mesh and the wound was packed open with saline-soaked gauze.¿ (B)(6) 2008: pathology report: microscopic diagnosis: ¿infected mesh, removal: synthetic mesh and surrounding soft tissue with intense chronic inflammation. A few giant cell formations. Focal areas of acute inflammation and areas of necrosis.¿ gross description: ¿a single specimen is received in formalin labeled ¿infected mesh¿ and consists of multiple fragments of a synthetic mesh, skin, and subcutaneous tissue. The fragments measure in aggregate 15 x 12 x 3 cm. Serial sectioning of the soft tissue reveals dusky and firm cut surface. Serial sectioning of the mesh reveals that the mesh thickness is 0.2 cm.¿ (B)(6) 2008: discharge summary: ¿discharged with wet to dry saline dressing changes and convert to hopefully wound vac in several weeks.¿ conclusion: #2: gore® dualmesh® biomaterial, 1dlmc03/05008963 it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6) hospital. (B)(6) , do. Radiology ¿ kub. Indication: small bowel obstruction. Findings: partial obstructive changes recommended for consideration. Impression: abnormal, nonspecific bowel pattern. ??/??/??: [missing records: records for the CT scan showing ¿partial small bowel obstruction¿ were not provided.] On (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Consultation. CT scan showed partial small bowel obstruction. History of gastroesophageal reflux disease, inflammatory bowel disease, diverticulitis, gallbladder surgery 1983. Abdomen: midline scar present. Probable hernia here. On (B)(6) 2014: (B)(6) hospital. (B)(6) , do. Radiology ¿ kub. Indication: small bowel obstruction. Impression: persistent abnormal small bowel pattern with dilated loops in midabdomen. Colonic bowel gas present, decompressed colon. On (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Discharge summary. Admit date: (B)(6) 2014. Discharge diagnoses: partial small bowel obstruction resolved, ventral hernia. Treated conservatively. Discharge home. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Abdominal pain, upper left quadrant. Weight 287 pounds, 4.2 ounces. Abdomen: nontender ventral hernia. CT abdomen: chronic ventral hernia. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: left abdominal pain. Findings: broad neck ventral hernia containing fat and bowel, unchanged from prior. Impression: diverticulosis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.